Event description:
The micro sagittal saw was sent for eval because it was running in safe mode. The event occurred during a routine maintenance visit; no adverse event was associated with the device.

Manufacturer narrative:
Corrosion was noted on the motor of the device.